Event description:
The patient¿s daughter reported that the patient was hospitalized after suffering an ¿event¿, and the patient experienced a vf (ventricular fibrillation) arrest possibly post-bradycardia. While in the hospital, it was noted that there was no output from the device, and the device could not be interrogated. The device had been recently interrogated, with an estimated 18 months of battery life remaining. The patient remained unstable in the intensive care unit and was on a temporary pacemaker. During the procedure to replace the device, the rv (right ventricular) lead was tested via the analyzer and demonstrated no capture or sensing in bipolar. The lead was then capped and replaced, and the device was explanted and replaced, with the patient remaining very unwell. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4524 implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
The patient¿s daughter reported that the patient was hospitalized after suffering an ¿event¿, and the patient experienced a vf (ventricular fibrillation) arrest possibly post-bradycardia. While in the hospital, it was noted that there was no output from the device, and the device could not be interrogated. The device had been recently interrogated, with an estimated 18 months of battery life remaining. The patient remained unstable in the intensive care unit and was on a temporary pacemaker. During the procedure to replace the device, the rv (right ventricular) lead was tested via the analyzer and demonstrated no capture or sensing in bipolar. However, it was later noted that the lead model was designed to be dedicated unipolar. The lead was then capped and replaced, and the device was explanted and replaced, with the patient remaining very unwell. No further patient complications have been reported as a result of this event.